Event description:
The home monitoring department was notified that this pt's implantable device was removed due to mrsa infection. The following physician's office could not be reached. The biotronik representative had no info regarding the device removal and confirmed that the following physician's office was not aware of the event. The pt directed contact to his daughter, who confirmed that the system was removed due to mrsa infection on the leads. This removal happened around the first week in june. The facility refused to release info regarding this event to biotronik. The exact date of explant is unk. The system was retained by the hospital. Setrox s 53, MDR 1028232-2009-01206. Setrox s 45, MDR 1028232-2009-01207.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacturer of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.